Event description:
When the clamp was applied on the aorta within about five minutes the clamp opened and came off the aorta resulting in significant blood loss. The clamp was closed on the third ratchet. When the device failed a forgarty clamp was used as a replacement due to this no harm was caused to the patient. No medical intervention has been reported.

Manufacturer narrative:
(B)(4). A device evaluation has not been done. If the device becomes available a follow up will be sent.

Manufacturer narrative:
(B)(4). One instrument was returned for investigation. The lot code indicates a march 2006 manufacture date. The device has potentially been in use for six years. Upon receipt, the instrument was visually examined. There is no sign of wear on the cable end or joints, the ratchet teeth are in good shape. The instrument is in very good shape. The jaw spring was checked for any damage, and the cable shows no fraying at the ends or along the length. There is a correct amount of beads (32). Inserts were installed and the device print requirements verified. The device met all the requirements. The device was also run through a "tap test" at all ratchet positions and held with no issue. Production and engineering personnel also reviewed the device and were unable to identify any issues or defects that would account for the device releasing as stated by the user. It was discussed if the device could have been "bumped loose", the determination based on the device and the test results was that, the only way it could have been "bumped open" was if it had not been fully engaged into position. The group was not able to cause it to "bump open." The ratchet freely seat into all positions and require intention to release. Based on the findings of the investigation, a root cause for issue has not been determined as a result of the device itself or the manufacturing process. The returned device meets the production requirements to release products for shipment.